Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not inserted because it became unfurled. Although the surgeon manually inflated and connected the iab to the console it was unfurled. There was second iab used, however the iab only partially inflated. The iab pump (iabp) was replaced and the iab started inflating normally. There was no patient injury reported. This submission is for the 2nd iab used.